Manufacturer narrative:
(B) (4).

Event description:
Procedure: esophagectomy. According to the reporter: during the performance of the anastomosis on the esophagus, the doctor found the needle tip was lost (broken) after applying through forceps. The extension of operating time is unknown. There was no additional tissue damage and/or bleeding. Pieces fell into the cavity and could not be retrieved. The doctor took an x-ray photo of patient and confirmed the patient was okay. No patient injury.